Event description:
According to the medwatch (mw5088280) "ultrasound guided pigtail placement was performed with a guidewire. When the guidewire was removed the portion of it was unraveled and frayed".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). Additional information requested to the user facility. No additional information received at the time of this report.

Event description:
According to the medwatch (mw5088280) "ultrasound guided pigtail placement was performed with a guidewire. When the guidewire was removed the portion of it was unraveled and frayed".